Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, while on the initial dissection, the doctor inserted the device and inflated the balloon. After the balloon dissection, the doctor deflated the balloon and attempted to remove the device. The balloon ripped and got disconnected from the trocar and was left inside the patient. They used a new trocar and an instrument to retrieve the ripped balloon then continued the procedure. There was no patient injury.